Event description:
While lab technologist tried to remove an unused stopper from tube, using one hand thumb roll, tube broke in technologist's hand requiring a couple of stitches. Assistant lab supervisor stated that there may have been damage to product during transportation by facility's own tube supplier.